Event description:
That he was placed on antibiotics by the prescriber due to thinking infection [injection site joint infection] ([injection site joint warmth], [injection site joint discomfort], [injection site joint pain], [joint stiffness], [injection site joint swelling]) has had no change or a little change n the condition of the left knee over the years [subtherapeutic response] case narrative: initial information received on 19-may-2021 from united states regarding an unsolicited valid serious case received from a patient . This case involves a 81 years old male patient who experienced that he was placed on antibiotics by the prescriber due to thinking infection and has had no change or a little change in the condition of the left knee over the years while being treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection dosage 6 ml once unknown (lot - unk) for arthritis. The information regarding lot number was requested. On 06-may-2021, after latency of 1 day, the patient described as having swelling in the knee (injection site joint swelling), the knee burning, the knee being sore (injection site joint pain), the knee feeling real hot and feverish (injection site joint warmth), the knee being painful to touch (injection site joint pain), having swelling in the area above the knee (injection site joint swelling), and the swelling above the knee being puffy and painful as all get out (injection site joint pain). The patient was needing to prop the left leg up; that if he does not prop the leg up the knee becomes stiff (joint stiffness), that after the injection he did nothing but rest; that he may have walked on day two after the injection, but it was walking to perform an errand and nothing strenuous. The patient was placed on antibiotics by the prescriber due to thinking infection (injection site joint infection), that he was placed on pain pills, that the antibiotics and the pain pills did not work. On (B)(6) 2021, the patient was given a cortisone shot in the knee and the next day he felt pretty good but the knee began to really hurt again on (B)(6) 2021 and the prescriber told him the cortisone shot takes 7 to 10 days to fully kick in. The prescriber told the consumer to follow up if not gotten better by (B)(6) 2021, that this was his third time getting synvisc one over the past 3 years, he had no change or a little change in the condition of the left knee (therapeutic response decreased) over the year. The event of injection site joint infection was assessed as medically significant. No lab data reported action taken- not applicable the patient was treated with cortisone, antibiotics, pain pills for injection site joint infection. At time of reporting, the outcome was unknown for the event that he was placed on antibiotics by the prescriber due to thinking infection and was not applicable for the event has had no change or a little change n the condition of the left knee over the years. Product technical complaint (ptc) was initiated with global ptc number 100127390 on 19-may-2021 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 26-may-2021 additional information was received on (B)(6) 2021 and (B)(6) 2021 (processed together with a csd of (B)(6) 2021) from healthcare professional. Global ptc results and number added. Text was amended accordingly.

Event description:
That he was placed on antibiotics by the prescriber due to thinking infection [injection site joint infection] ([injection site joint warmth], [injection site joint discomfort], [injection site joint pain], [joint stiffness], [injection site joint swelling]) has had no change or a little change n the condition of the left knee over the years [subtherapeutic response]. Case narrative: initial information received on 19-may-2021 from united states regarding an unsolicited valid serious case received from a patient . This case involves a (B)(6) years old male patient who experienced that he was placed on antibiotics by the prescriber due to thinking infection and has had no change or a little change in the condition of the left knee over the years while being treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection dosage 6 ml once unknown (lot - unk) for arthritis. The information regarding lot number was requested. On (B)(6) 2021, after latency of 1 day, the patient described as having swelling in the knee (injection site joint swelling), the knee burning, the knee being sore (injection site joint pain), the knee feeling real hot and feverish (injection site joint warmth), the knee being painful to touch (injection site joint pain), having swelling in the area above the knee (injection site joint swelling), and the swelling above the knee being puffy and painful as all get out (injection site joint pain). The patient was needing to prop the left leg up; that if he does not prop the leg up the knee becomes stiff (joint stiffness), that after the injection he did nothing but rest; that he may have walked on day two after the injection, but it was walking to perform an errand and nothing strenuous. The patient was placed on antibiotics by the prescriber due to thinking infection (injection site joint infection), that he was placed on pain pills, that the antibiotics and the pain pills did not work. On (B)(6) 2021, the patient was given a cortisone shot in the knee and the next day he felt pretty good but the knee began to really hurt again on (B)(6) 2021 and the prescriber told him the cortisone shot takes 7 to 10 days to fully kick in. The prescriber told the consumer to follow up if not gotten better by (B)(6) 2021, that this was his third time getting synvisc one over the past 3 years, he had no change or a little change in the condition of the left knee (therapeutic response decreased) over the year. The event of injection site joint infection was assessed as medically significant. No lab data reported. Action taken- not applicable. The patient was treated with cortisone, antibiotics, pain pills for injection site joint infection. At time of reporting, the outcome was unknown for the event that he was placed on antibiotics by the prescriber due to thinking infection and was not applicable for the event has had no change or a little change n the condition of the left knee over the years.